Event description:
During service of the heart lung console, the device unexpectedly displayed an indication that suggested that the battery backup was not available. There was no reported adverse consequence to the patient as a result of this event.